Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The manufacturing lot number associated with this complaint was 1403700074 released on 04/14/2014. The device history record (DHR) review indicated that there were no quality issues and no deviations related to this failure mode found. There are no non-conformances related to the reported issue. The sample was provided and based on the examination under a microscope, a hole in the catheter was found below the butterfly. It is important to mention that the instructions for use states: do not use a sharp clamp or instrument to handle the catheter as a minor cut could tear or break the catheter. It further states, do not stretch the catheter as too much tension could tear the catheter. Based on the investigation, it is likely the device was damaged during use as the catheter was found with a cut below the butterfly and not the strain relief. The reported issue has been confirmed with a cut below the butterfly. With the available information, the most probable root cause could be considered misuse (leak could be caused due to a sharp object). No additional actions are required at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing facility. As per procedure, manufacturing performs 100% leak testing at the final stage of production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.

Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with a dual lumen peripherally inserted central catheter (PICC). The customer reports that the PICC began leaking just below the molded strain relief of the secondary extension tubing (purple extension). Betadine was used to clean the skin area and the area was completely dried prior to insertion. The catheter was not difficult to handle during insertion and was not difficult to secure. The PICC was inserted on (B)(6) 2014. Each line was flushed on a regular basis. The 2nd line is maintained with continous fluid. Normal saline/heparin was used to flush the lines. The PICC was not in long enough to be cleaned. The PICC was removed on (B)(6) 2014. The device was replaced with another PICC on (B)(6) 2014. The status of the patient is stable.